Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) and the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. The patient was noted to have been experiencing chest pain. The leads remain in use. No further patient complications have been reported as a result of this event.